Manufacturer narrative:
The lens has not been returned for evaluation. Manufacturing process controls were reviewed and found to be sufficient. The lenses are manufactured in an environmentally controlled area which is intended to minimize the possibility of product contamination. The room is controlled to prevent microbial and particulate contamination. Environmental monitoring is performed monthly. Operators are gowned to prevent contamination of the product. Only approved manufacturing materials are used in the process. Lens materials have been tested for biocompatibility and cytotoxicity. Lenses are steam sterilized using a validated overkill cycle to achieve the appropriate sterility assurance level. Biological indicators are used as process control devices to ensure that product sterility is attained. Bioburden and endotoxin testing is performed on each batch of lenses produced. Product is released only after acceptable results for these tests have been obtained. From the evidence reviewed, the cause of the complaint issue cannot be determined. However, due to the controls on the process it is concluded the lens was not the cause of the complaint issue.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient presented with uveitic anterior reaction with a fibrin membrane in the capsular bag and over the iol, starting 5 to 10 days after cataract surgery and having had a normal immediate postoperative period result. It is not compatible with infectious etiology. Resolution with topical corticosteroid treatment.